Event description:
Device returned with report of "battery depletion. Pump worked but low battery. Catehter not returned for analysis, although fractured due to pt's high activity level." Follow up with hcp revealed patient had uncontrollable spasms prior to replacement of pump. Patient has recovered without sequela post replacement.